Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25133311, 25133384, 25133439 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring split during use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed on the handle of the harvesting cannula. The c-ring was transected. The scope wash tubing and c-ring remained attached to the cannula due to the presence of the retention rib. There were no missing components observed on the c-ring. A microscopic inspection was conducted. The plastic c-ring on the cannula was observed to be melted and cut in half longitudinally between the flanking curved areas. Based on the return condition of the device and the evaluation results the reported complaint is confirmed for the reported failure mode "break".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring split during use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring split during use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.